Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 4 of 4: reference MFR. Report number: 1627487-2019-01283. Reference MFR. Report number: 1627487-2019-01284. Reference MFR. Report number: 1627487-2019-01285. It was reported the patient lost significant amount of weight, causing the leads to be superficial. The patient experienced pain due to the issue. Surgical intervention was undertaken during which the drg system was explanted.

Event description:
Device 4 of 4: reference MFR. Report number: 1627487-2019-01283. Reference MFR. Report number: 1627487-2019-01284. Reference MFR. Report number: 1627487-2019-01285.